Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that flows were noted to drop below the set alarm parameters. The centrimag system did not produce a "flow below minimum" audio or visual alarm. The patient was assessed and noted to be stable. The flow probe was tested by removal from the circuit. The "flow signal interrupted" alarm was activated. The flow probe sensitivity was set to "sensitive". Low flow limit briefly raised above current flow to test alarm - the "flow below minimum" alarm was activated.